Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure that the surgeon was unable to use monopolar coagulation. The logs showed repeated c-34 errors. The procedure was being completed as planned. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) went on site and confirmed the reported erbe errors. The isi fse turned the erbe on/off multiple times with the same results of c-34 and c-00 errors. The isi fse tried multiple outlets and different power cords with no change. The erbe was replaced to resolve the issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated electro surgical unit (esu) was analyzed. The reported issue was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed error c-34.

Event description:
Refer to h10/h11 for follow-up information.